Manufacturer narrative:
Received two (2) used 206680490 extension sets each connected to two (2) used list #unknown plum sets and two (2) used 20% mannitol injection IV bags. As received, precipitate from the residual solution in the sets was observed to be crystallized in the drip chamber, set, and tubing of the plum sets. No additional defects or abnormalities were observed. The sets were attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion was attempted. Both sets were initially able to be primed and infused without producing any cassette errors, occlusion alarms, air in line alarms, or restrictions in flow noted, though set 2 was difficult to prime. However, flushing residual solution from the sample with air allowed the set to be primed and infused without issue. In an attempt to replicate clinical conditions, both sets were tested at an accelerated rate of 500 ml for 20 minutes, which is the maximum delivery rate for the plum a+ when used with a plum set (see specifications in the system operating manual). No attempt could be made to administer at the described rate of 500 ml over 20 minutes. Set 1 produced no cassette errors, occlusion alarms, or air in line alarms, and no restrictions in flow were noted. The first two attempts to infuse set 2 resulted in an "distal air" alarm in the first couple of minutes. It was confirmed that air had been drawn from below to fill the distal line. Further attempts to infuse resulted in an n251 warpage alarm. The complaint of inability to administer mannitol at a fast rate can be confirmed with regard to set 2. Additionally, the complaint of a distal occlusion alarm can be confirmed only with regard to set 2. The probable cause is unknown.

Event description:
It was reported that, on an unknown date, an unspecified plum set was unable to supply mannitol at a fast rate. There was no patient harm reported.